Event description:
It was reported that the procedure was to a de novo lesion located in the mildly tortuous, non-calcified, 80% stenosed mid left anterior descending artery. After successful placement of a 4.0x18 mm xience drug eluting stent, post-dilatation was to be performed with a 4.5x8 mm nc trek. Prior to the inflation there was blood noted in the contrast medium in the indeflator; however, the balloon was inflated anyway. The attempted inflation of the balloon, which reached 8 atmospheres but did not hold, resulting in loss of pressure and making it appear as if the balloon had ruptured. The balloon was removed and another same size balloon was utilized to post-dilate the stent. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported leak was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.